Event description:
It was reported that the unspecified bd¿ syringe hub separated from the device. 2 of 2 related files. The following information was provided by the initial reporter: consumer reported caller found 2 syringes when removed needle shield, needle hub assembly stuck within the shield.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4 device expiration date: unknown h.4. Device manufacture date: unknown h.6 investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that the unspecified bd¿ syringe hub separated from the device. 2 of 2 related files. The following information was provided by the initial reporter: consumer reported caller found 2 syringes when removed needle shield, needle hub assembly stuck within the shield.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 05-oct-2023. H6: investigation summary: samples were received and an investigation was performed. Embecta was able to duplicate or confirm the indicated issue. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.